Manufacturer narrative:
Additional suspect medical device component involved in the event: model #:sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit.

Event description:
A report was received that the patient had inadequate stimulation. High impedances were noted on the leads. The patient underwent a revision procedure wherein the leads were replaced and did well postoperatively.

Manufacturer narrative:
Sc-2316-70 sn (B)(4): device evaluation indicated that the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead, approximately 27.52 cm from the distal end. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. Sc-2316-70 sn (B)(4): device evaluation indicated that the lead revealed that multiple of the cables were completely broken at the bent/kinked location of the lead, approximately 26.53 cm from the distal end. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance.

Event description:
A report was received that the patient had inadequate stimulation. High impedances were noted on the leads. The patient underwent a revision procedure wherein the leads were replaced and did well postoperatively.